Event description:
Supplemental correction report being submitted following updates to imdrf coding that impact coding provided previously in this report.

Manufacturer narrative:
Supplemental correction report being submitted following updates to imdrf coding. Device evaluation: the zilver ptx device of unknown lot number involved in this complaint has not yet been returned for evaluation. With the information provided, a document based investigation was conducted. The investigation will be updated if / when the device is returned and evaluated. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zisv6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use at the time of the event (ifu0117-1) and the current IFU (ifu0117-4) state the following: ¿introduction of the stent 3. Pre-dilatation before stent placement is optional and at the discretion of the physician.¿ ¿post stent deployment 2. Perform an arterial angiogram to verify full deployment of the device. If incomplete expansion exists within the stent at any point along the lesion, post-deployment balloon dilatation (standard pta) can be performed at the discretion of the physician.¿ there is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive dilation of the vessel post deployment. This is not a failure of the device. As per the IFU dilation is performed at the discretion of the physician. Summary: the complaint is not confirmed as the failure not device related. According to the initial reporter, the patient experienced a rupture and post-operative haemorrhage due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Customer sent a mail denoting an issue they had during vascular surgery. The trust contests they were using cook item correctly per the instructions for use. Details are as follows. "It is alleged that the trust allowed excessive dilation of the right iliac artery resulting in rupture and postoperative haemorrhage. During the course of the operating, a cook medical zilver ptx drug-eluting peripheral stent was used and it is the trust's contention that this was used in accordance with the instructions for use." Clinicians have a copy of the current IFU but are looking for the version that would have been online in (B)(6) 2015 - which is when this occured. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016) section 2.13 and 2.15 as excessive dilation of the right iliac artery resulting in rupture and postoperative haemorrhage occurred and under the assumption prolonged hospitalisation and intervention was required due to this occurrence. This complaint report does not meet the requirements of an adverse reaction/device defect report as per 21 cfr part 814.82 (a)((9).

Manufacturer narrative:
PMA/510(k) #: p100022. Device evaluation: the zilver ptx device of unknown lot number involved in this complaint has not yet been returned for evaluation. With the information provided, a document based investigation was conducted. The investigation will be updated if / when the device is returned and evaluated. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zisv6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use at the time of the event (ifu0117-1) and the current IFU (ifu0117-4) state the following: ¿introduction of the stent: 3. Pre-dilatation before stent placement is optional and at the discretion of the physician.¿ ¿post stent deployment: 2. Perform an arterial angiogram to verify full deployment of the device. If incomplete expansion exists within the stent at any point along the lesion, post-deployment balloon dilatation (standard pta) can be performed at the discretion of the physician.¿ there is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive dilation of the vessel post deployment. This is not a failure of the device. As per the IFU dilation is performed at the discretion of the physician. Summary: the complaint is not confirmed as the failure not device related. According to the initial reporter, the patient experienced a rupture and post-operative haemorrhage due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: p100022. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customer sent a mail denoting an issue they had during vascular surgery. The trust contests they were using cook item correctly per the instructions for use. Details are as follows. "It is alleged that the trust allowed excessive dilation of the right iliac artery resulting in rupture and postoperative haemorrhage. During the course of the operating, a cook medical zilver ptx drug-eluting peripheral stent was used and it is the trust's contention that this was used in accordance with the instructions for use." Clinicians have a copy of the current IFU but are looking for the version that would have been online in april 2015 - which is when this occured. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as excessive dilation of the right iliac artery resulting in rupture and postoperative haemorrhage occurred and under the assumption prolonged hospitalisation and intervention was required due to this occurrence. This complaint report does not meet the requirements of an adverse reaction/device defect report as per 21 cfr part 814.82 (a)(9).